Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the blue and yellow buttons were pressed to check the connection of the hand piece, but neither responded (there was no sound of energization). When the reported hand piece was placed on the mayo table and other preparations were being made, the sound of energization was hared. The scrub nurse did not touch the device at all. They thought it was suspicious, so they removed the cord from the generator. They connected the reported hand piece to another vlft10gen generator and placed it on the mayo table without checking the power supply. After a short while, the energization sound was heard again. This time, the scrub nurse did not touch the reported hand piece too, so the product was replaced with a new one. After the replacement, the sound of energization was confirmed, and the device could be used clinically without any problems. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a component failure. It was reported that the device self activated by itself without user input. The reported issue was confirmed. The device was disassembled and it was observed that the copper contact that activates the pencil when it touches the dome switch is too low. This results in the user pressing the button but the dome switch does not touch the contact. The most likely cause was determined to be manufacturing related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.